Manufacturer narrative:
The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post gastrostomy tube placement, the balloon allegedly ruptured. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history record could not be completed as the lot number was not provided. Investigation summary: one 20 fr tri-funnel repl gastrostomy feeding tube was returned for evaluation. Visual, microscopic, tactile and functional testing were performed. The sample had blood, material and fluid residue and brown staining throughout, was with a three-way stopcock (discarded) on the main feeding port and showed product detailing on the device to be clear. Gross examination of the feeding tube and medicine port was unable to show any obvious deficiencies. Further examination of the inflation port system showed a 11.62 mm length longitudinal rupture split in the outer membrane of the internal inflatable retention balloon mid-length of the balloon segment. The sample feeding tube and medicine port were patent to infusion and aspiration and no abnormal leaks were observed. The sample inflation tube was patent to infusion with the inflation port valve operating normally, however freely leaking was observed from the site of the balloon membrane rupture preventing any inflation of the internal retention balloon. The investigation is confirmed for the alleged rupture in the balloon. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post gastrostomy tube placement, the balloon allegedly ruptured. There was no reported patient injury.